Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose level was 150 mg/dl. Standard troubleshooting was performed. It was discovered that the alarm occurred after the customer changed the insulin pump's battery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratches on lcd window, cracked case at display window corners, battery tube threads and belt clip slot.